Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
It has been identified, that the device associated with this complaint record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.